Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had atrial fibrillation (af) with rapid ventricular response for which they received an inappropriate shock from their implantable cardioverter defibrillator (ICD). It was also reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead sensitivity was reprogrammed for the twos. The ICD and rv lead both remain in use. No further patient complications have been reported as a result of this event.